Manufacturer narrative:
Correction; manufacturer report 2938836-2017-10457, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was explanted due to a possible site infection. There were no complications post procedure. The patient tolerated the procedure well.